Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced bent cannula issue event on (B)(6) 2026. The patient experienced that the infusion set cannula was bent. The blockage was at the site. The blood glucose level was high and the patient was treated with correction bolus via pump. No further information available.